Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). It was reported that the patient had their device replaced. The hcp feels the battery should have lasted longer. No trouble or error signals reported by the 8840 other than the end of life message. The device was interrogated in the office weeks prior to the surgery. The issue was resolved at the time of the report. No further complications were reported or anticipated. No symptoms reported.

Manufacturer narrative:
Analysis of the ins () found no significant anomalies, normal end of life and telemetry and output okay. The main component of the system and other applicable components are: product ID 3586 serial(B)(4) imp lanted: (B)(6)1990 product type lead product ID 3586 serial (B)(4) implanted: (B)(6)1990 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3586, serial# (B)(4), implanted: (B)(6) 1990, product type lead. Product ID 3586, serial# (B)(4), implanted: (B)(6) 1990, product type lead.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that they had the explanted neurostimulator (ins) and would be returned as soon as he received the rgr. The rep reported that he would be seeing the patient in the clinic on (B)(6) 2017 for follow up reprogramming. The rep reported that the patient reported to him having to max out device amplitude in order to receive therapy over the last year and that was suspected to be why the device had depleted so quickly. The rep reported that the lead was implanted in 1990 and had never been revised. The rep reported that at pre-operative interrogation, no short circuits were detected however, two lead contacts showed high impedance. The rep reported that post-operatively a third contact showed high impedance. The rep reported that the physician decided he only wanted to replace the battery and not revise the lead or extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer rep. It was reported that they planned to return the device. They could not pinpoint the exact cause for the high level of impedance except for the fact that the lead and extension was implanted in 1990. Patient did receive stimulation after a series of programming attempts. The patient was seen at hcp's office for reprogramming on (B)(6) 2017. The hcp stated that they will not be doing any further surgery on this patient for other medical reasons. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3586 lot# (B)(4) implanted: (B)(4) 1990 explanted: product type lead product ID 3586 lot# (B)(4) implanted: 1 (B)(4) 1990 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.